Event description:
The device was used during a nissen. Reportedly, the instrument was difficult to toggle and the needle broke. The surgeon was able to retrieve the component and applied another device to complete the procedure. The hosp has reported no pt injury occurred.